Event description:
It was reported that a user of the ilet experienced hyperglycemia with unclear cause after a late breakfast and use of a 12-hour grace period, with no device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included review of device use history and user-reported circumstances. Investigation of this case revealed no device malfunction or component anomaly was identified, and the event was associated with user-reported conditions without corroborating device alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.